Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the listed tracheostomy tube was in use with a patient for an unknown amount of time when the right eyelet tore and the device holder (tape) slipped out of the eyelet. The eyelet was reportedly mended with adhesive, as a replacement tracheostomy tube was not readily available. No incident related medical sequela was reported.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection observed the holder of the flange damaged. This most likely occurred during manufacture. The flange is a supplied item. Supplier was notified of the reported event. Production personnel were also made aware of the reported issue. Complaint database review was conducted and it was confirmed that this is the first complaint from this product family regarding this failure mode.